Manufacturer narrative:
Carotid-cavernous fistula (ccf) is a known inherent risk of intracranial endovascular procedure and is documented in the naviien instruction for use. Based on the information reported no definitive conclusions can be drawn regarding the cause of the ccf. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received information that a ccf (carotid-cavernous fistula ) was suspected near the c4 cavernous sinus upon delivery of the navien, microcatheter and guidewire. The aneurysm was located in the paraclinoid of the internal carotid artery (ica) distal to the c4 and the patient had moderate vessel tortuosity. The right ips (inferior petrosal sinus) did not seem to have any problems. It was reported the physician could not determine if the ccf was caused by navien but he could not deny the possibility. There was no medical intervention required. No further information was provided.

Manufacturer narrative:
Additional information: the device was not returned; therefore, no definitive conclusion can be drawn regarding the clinical observation.